Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were the device jaws eventually able to be opened after the device was removed from the tissue by using the second stapler? No (the endocutter was returned still closed on the tissue, with the pulmonary parenchyma between its branches).

Event description:
It was reported that during an unknown procedure, the device applied clips but didn¿t cut the lung parenchyma and it was not possible to open the jaws. In order to open the jaws, a second stapler was used under the first stapler to remove both the parenchyma with the cancer and the first blocked stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55p4k the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.